Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. Based on the information available and without having the sample to evaluate, no conclusions can be made. The most probable root cause of the reported event would be the result of attempting to fixate at the cooper's ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, the sorbafix enhanced fixation device was used to fixate mesh/tissue. It was reported that the device failed to fixate at the cooper's ligament. There was no reported patient injury.